Manufacturer narrative:
Initial reporter facility: (B)(6) hospital. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that the needle would not retract while using the bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: the attached IV catheter failed to retract the needle when the button was pushed.